Event description:
It was reported that during the implantation, the plunger passed in front of the optics, not allowing the lens to be advanced out. When the lens came out of the cartridge, the optics appeared damaged. There were no clinical consequences, another lens was used instead. No additional information was provided.

Manufacturer narrative:
Per regulation EU (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.